Manufacturer narrative:
Syncardia has requested additional info from the customer, and that info will be provided in a supplemental MDR.

Event description:
Customer reported that the css console's primary air tank had drained from full to nearly empty within a matter of hrs while the css console was connected to wall air. This air tank was not purchased from syncardia. The biomedical engineer replaced the air tank with a full air tank and set the regulated pressure to 35psi. This air tank also was not purchased from syncardia. When he checked the regulated pressure gauge, the regulated pressure reading had increased to 55psi, same as the wall air psi. He readjusted the regulated pressure down to 35psi, but it increased to 55psi when the bleed valve was closed. The biomedical engineer replaced the air tank again, using an air tank purchased from syncardia. The primary regulated pressure remained stable at 35psi with no further issues observed. There was no impact on the pt, and a css console #6 is still supporting the pt. This alleged failure mode poses a low risk to the pt, because it did not prevent the css console from performing its life-sustaining functions. The pt's cardiac output remained stable throughout this experience.